Event description:
It was reported the pt is not experiencing adequate pain relief. The sjm representative met with pt but reprogramming was unable to resolve the issue. It was also reported the pt recently underwent an unk procedure to help with the pain. This procedure was unrelated to the scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.